Event description:
Same case MDR ID: 2134265-2014-03031; 2134265-2013-06623. (B)(6) clinical study. It was reported that chest pain associated with shortness of breath and restenosis occurred on (B)(6) 2011, the patient presented with unstable angina and was diagnosed with non q- wave non st segment elevation myocardial infarction(mi). Cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure was performed. Target lesion #1 was de novo lesion located in the mid portion of saphenous vein graft (svg) to 1st obtuse marginal (om) with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.50 mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 3.50 x 12 mm taxus® liberté® stent, with 0% residual stenosis. Target lesion #2 was de novo lesion located in the proximal portion of svg to 1st om with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.50 mm. Target lesion #2 was treated with pre-dilatation followed by placement of a 3.50 x 12 mm taxus® liberté® stent, with 0% residual stenosis. Target lesion #3 was de novo ostial lesion located in the proximal portion of svg to ramus with 90% stenosis and was 13 mm long with a reference vessel diameter of 2.25 mm. Target lesion #3 was treated with pre-dilatation followed by placement of a 2.25 x 16 mm taxus® liberté® stent, with 0% residual stenosis. Five days post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with chest pain associated with shortness of breath. The patient had taken nitroglycerin which improved the symptoms of chest pain. Four day from the onset of symptoms, the patient was hospitalized. At the time of event, the subject was taking aspirin and clopidogrel and the study drug per protocol was last taken on (B)(6) 2012. Coronary angiography was performed and revealed svg to 1st om: 99% proximal stenosis; 99% distal stenosis and svg to ramus: 99% proximal in-stent restenosis at distal stent edge. The proximal and distal portions of svg to 1st om were treated with balloon angioplasty and placement of 3.00 x 32 mm and 3.00 x 16 mm promus drug eluting stents respectively, resulting in 0% residual stenosis. The proximal portion of svg to ramus was treated with direct stent placement using a 2.50 x 32 mm promus drug eluting stent, with 0% residual stenosis. And the proximal let circumflex (lcx) was treated with direct stent placement using a 3.00 x 20 mm promus drug eluting stent, resulting in 0% residual stenosis. Three days post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).